Event description:
Tech alleged that bed has no head up function. No injury reported.

Manufacturer narrative:
The tech tried to raise the head of the bed manually and there was no change. The tech replaced the head up valve cartridge to resolve the issue.